Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of battery performance alert could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) voltage level when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. Additionally, the battery voltage measurement trend and the fuel gauge measurement trend were reviewed and no anomalies were observed. Based on this information, there was no evidence of premature depletion.